Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause has not been identified. Attempts have been made to obtain additional info by fax. A completed questionnaire was received. (B)(4).

Event description:
A clinical mgr reported that following an intraocular lens (iol) implant procedure, the pt has experienced blurry vision at all distances. The ophthalmologist that examined the pt during a second opinion consultation documented that the iol was centered in the capsular bag. The pt has a decentered pupil and anterior basement membrane dystrophy. Two weeks later, a superficial keratectomy and polish were performed. There was no improvement with this treatment. According to the clinical mgr, in the ophthalmologist's opinion the decentered pupil in combination with a multifocal iol is the reason for the blurry vision at all distances. Additional info was received from a clinical mgr/ophthalmic technician, who reported posterior capsule opacification had been observed and that the pt reported that a yag capsulotomy was performed.